Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical product: date ((B)(6) 2019) estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the first mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (81129u231 and 81129u232) were deployed successfully, and the mr grade was reduced to 1-2. After the procedure, the patient presented with increased mr, with a grade of 2-3. No additional information was provided.

Event description:
Subsequent to the initial report filed, additional information received reporting that the increased mr was noted via transthoracic echocardiography (tte) on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Adverse event or product problem, relevant tests/laboratory data: dates corrected. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the reported mitral regurgitation appears to be related to procedural conditions. The reported patient effect of recurrent mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.